Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, after introducing a stapler with a 45 mm reload, the device was leaking gas. Upon visualization, it was seen that the valve was damaged. To stop the leak, the 12 mm reducer was removed and replaced with a 15 mm. There was no patient injury.